Event description:
A customer reported that there was an issue with the tabletop illuminator. There was no patient involved or surgical procedures scheduled.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The table top (tt) illuminator was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The returned table top (tt) illuminator was received at the manufacturing site for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The returned tt illuminator was installed into a calibrated system. During functional testing, lumen output from both ports failed to meet specification. The tt illuminator was disassembled and inspected for nonconformities. Cracked aspheric collimating lenses in both ports of the optics module were found. A cracked lens will produce low illumination. The root cause of the reported event can be attributed to a cracked aspheric collimating lenses. How or when the lenses became cracked cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).